Event description:
While waiting to board a 37 year old, male patient onto a helicopter on the hospital's helipad, the stretcher holding the patient gave way falling to the right. The four personnel present grabbed the patient and stretcher. It was unknown if the patient struck the ground. The stretcher was stationary when it fell. The helicopter crew immediately boarded the patient onto the helicopter. When the stretcher was returned to the emergency room, maintenance was called to check the stretcher. The maintenance man determined that the stretcher was not safe since it was unstable and easily tipped when the casters were turned inward. The stretcher is permanently out of service and in storage. When the patient was evaluated at the referred hospital, it was determined that he had a possible fresh abrasion with a hemotoma growing on the right side of his head. A CT was done. Results are unknowndevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: invalid data, invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.